Event description:
A surgeon reported a patient with an unexpected outcome following an intraocular lens (iol) implant procedure. Additional information was received from the surgeon who reported all measurements and axis of the iol after implantation went according to the plan. But, an unexpected outcome resulted. The iol is on axis of the steep meridian with 20/60 uncorrected vision, and flipped axis on refraction. The surgeon reported the patient is seeing well with glasses.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(4) 2013. (B)(4).